Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, two different leads were attempted but neither could be implanted due to placement difficulties. Two different leads were implanted. Also during the procedure, the balloon catheter was not fully deployed and the an giograph contract was not clear. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The body of the lead was extrinsically damaged. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.